Manufacturer narrative:
The customer technical specialist (cts) worked with the customer to resolve the d error on the instrument screen. The cts had the customer prime the reagent which resolved the d error. The customer stated when the priming cycle was finished; the act diff 2 instrument gave her a vacuum error. The cts instructed the customer to check the vacuum isolator chamber (vic) which was empty but the customer stated the baths were overflowing. A field service engineer (fse) was dispatched. He found the wbc and rbc baths were not draining. He replaced the fluid barrier and waste filter to resolve the leak and vacuum errors reported. Upon recur, the failure mode is likely to create erroneous wbc and rbc results due to improper bath draining. (B)(4).

Event description:
The customer reported a leak from the act diff 2 instrument due to the baths overflowing. The volume was reported as 10 cc and the leak was contained. The customer also reported getting a d error after changing the diluent reagent. No erroneous results were generated in association with this event